Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. Data was provided for evaluation. The reported allegation was not found or confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a correction was required. The report date should have been jan 28, 2019. Subsequent to the initial report, additional information was omitted in error.